Event description:
One eclipse homepump, model # e102000, lot # 0202650719 filled with azactam 2 grams/0.9 percent sodium chloride 100 ml was compounded. Upon checking, it was noticed that the entire dose had leaked out. Tubing clamped and end winged cover secure.